Event description:
Customer reported that their AED is omptin an error code of "battery replace now warning". The customer stated that their AED is missing a back for the battery. The AED maintenance activity is was not reported. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED is pompting an error code of "battery replace now warning". The customer stated that their AED is missing a back for the battery. The AED maintenance activity was not reported. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.